Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation. The clinical/medical investigation concluded that, the provided case report forms were reviewed. However, do not aid in determining the root cause of the reported event. Reportedly, the patient was treated with anti-coagulant medication (xarelto) to treat the reported problem. The patient impact beyond the reported is not anticipated as the event was ¿resolved¿ and the patient¿s current health status is ¿recovered¿ per the case communication. Therefore, no further clinical/medical assessment is warranted. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for anthem total knee system revealed that thromboembolic diseases, including venous thrombosis, have been identified in possible adverse effects. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a left tka surgery was performed on the (B)(6) 2021, the patient experienced a deep vein thrombosis (dvt) on the (B)(6) 2021. This adverse event was resolved with medication.